Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Charger burnt out...was starting to melt - oral-b [device catching fire]. Charger...got hot - oral-b [device temperature issue]. Case narrative: consumer via phone stated that the oral-b toothbrush charger burnt out and got hot. It was starting to melt. No injury was reported. 21-oct-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3758. The suspect product lot was ah03142248. No injury was reported.